Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin, acknowledging off-label insulin messaging provided by technical support.